Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment. Additional info from importer report: associated mdrs: 1018233-2013-00205 and 1018233-2012-00206.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced a posterior wall lesion and biopsy. Biopsy results indicated a diagnosis of cystitis cystica et glandularis. CT scan on (B)(6) 2007 indicated a small focus of bladder wall nodularity and thickening associated with calcification involving the lower anterior margin could reflect the patient's bladder neoplastic disease. On (B)(6) 2008, she had a history and physical by dr. (B)(6) for the chief complaint of bladder tumor. His impression was a "history of what appears to be foreign body reaction versus a lesion within the bladder. It was noted to be likely transitional cell carcinoma. On (B)(6) 2008, she was admitted to (B)(6) for the diagnosis of a 5 cm bladder tumor on the dome of the bladder. She underwent a tumor resection by dr. (B)(6) m.d. Findings included a 1 x 5 cm tumor on the dome with central calcification. Dr. (B)(6) documented "there was a piece of what appeared to be a mesh-like material this mesh material was cut and attempted to be removed. I was able to remove about 50%, of it, leaving some behind which I was unable to remove." Pathology findings included partially denuded surface urothelium that exhibits squamous metaplasia and an undulating nested pattern of urothelium in the superficial stoma, which exhibited edema, increased vascularity and acute and chronic inflammation with active germinal centers. On (B)(6) 2008 she called dr. (B)(6)'s office to report a low grade fever over the weekend of 99.7. On (B)(6) 2008, it was noted in an office visit that she complained of urgency, frequency and burning and that she was treated with cipro.